Manufacturer narrative:
(B)(4).

Event description:
It was reported that connection issues occurred. Data was evaluated and the allegation was confirmed as signal loss over an hour. The probable cause was determined to be the probable cause was the transmitter and app were unable to establish a connection. The reported event of connection issues is reportable based on the finding of a signal loss ove 1 hour. No injury or medical intervention was reported.